Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was unknown. The customer stated that the device had an unresponsive keypad. The customer stated that they were at the beach and removed the insulin pump before swimming. They placed the device on suspend mode. After swimming, they wanted to resume the use of the device, but none of the buttons were responding. The insulin pump alarmed button error. The discontinuation of the device was advised. Nothing further was reported.